Event description:
The lead was explanted due to a report of loss of sensing and capture. Post-op visual by the physician noted an insulation defect. Explant method: intravascular technique/tools: ni. No complications.